Event description:
A healthcare facility in (B)(6) reported that the rd900 neopuff infant resuscitator was not working. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This complaint became vigilance reportable on (B)(4) 2012. Method: the complaint rd900 neopuff infant resuscitator was returned to fph service center in (B)(4), where it was visually inspected and performance tested by a trained service personnel. Results: visual inspection revealed that the gas inlet port of the returned neopuff unit had broken off, confirming the fault reported by the hospital. The performance test revealed that the manometer of the complaint device was faulty. A lot check revealed one other complaint relating to the broken inlet port and no other complaints for this nature for lot number 061106. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the damage to the neopuff gas inlet port and faulty manometer was due to impact. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." As per customer's request, the complaint rd900 neopuff device was not repaired, and it was returned to the hospital.